Event description:
It was reported to nuvectra that during implant of the permanent lead, the lead was tested and exhibited impedance issues. Subsequently, the lead was replaced and the patient is doing well.